Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up a warning screen came up due to the atrial lead safety switched being triggered and the device switching to unipolar configuration due to out of range low pacing impedance measurements on the right atrial (ra) lead. Noise was also noted on the ra lead. The device was reprogrammed to bipolar sensing and unipolar pacing mode. The ra lead measurements appeared to be within normal range, while some noise was still seen in the bipolar sensing mode, thus the atrial sensitivity was reduced. Insulation damage was suspected. No adverse patient effects were reported.